Manufacturer narrative:
Continuation of d10: product ID m995402a001 lot# serial# (B)(6). Product type product ID 97745 lot# serial# unknown. Product type programmer, patient h6 codes updated h3: analysis of the (product ID: 97745, serial/lot #: unknown) found broken/damaged pins on rtm connector. Replaced main board. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID m995402a001 serial# (B)(6) product type product ID 97745 serial# unknown product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: m995402a001, serial/lot #: (B)(6); product ID: 97745, serial/lot #: unknown, h3: analysis of the battery pack (product ID: m995402a001, serial/lot #: (B)(6)) found it was scrapped due to a broken case. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the caller stated they were charging their implant and the controller went crazy. Caller stated they took the battery out and put it back in, but the controller was still not coming on. Caller then plugged in the ac power supply but nothing happened and the ac power supply got stuck inside the controller. Caller added that when they got the ac power supply out of the controller, a metal thing came loose and came out of the controller so they shoved it back in. Agent attempted to gather controller serial number, however, the battery pack casing was stuck in the controller. Caller confirmed they could see the insides of the battery pack. Caller had a difficult time understanding the various components and was not able to remove the battery pack casing from the controller. The issue was not resolved. An email was sent to the repair department to replace the controller and battery pack.

Manufacturer narrative:
Continuation of d10: product ID: m995402a001, serial# (B)(6); product type: product ID: 97745, serial# unknown, product type: programmer, patient. Analysis found broken/damaged pins on rtm connector. Replaced main board. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.